Event description:
It was reported by service report that there were exposed sharp edges that could cause lacerations/cuts on the broken outer panel near the handle. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.